Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the customer's device would not complete a defibrillation charge. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy and biphasic pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to two shorted transistors, designators q5 and q6 from the biphasic pcb assembly.